Event description:
Same case as #2134265-2009-00881. It was reported, by a pt, that post a coronary drug eluting stenting treatment procedure, restenosis occurred. The pt indicated that she had 3 stents implanted in the right coronary artery (rca). Two taxus express2 drug eluting stents were implanted in the rca, one in the mid to distal segment and the other was placed in a overlapping fashion in the mid segment. A non-bsc stent was also implanted in the proximal/ostial rca. She reported that she had recently seen a cardiologist and had diagnostics and the three stents had restenosis and the rca was 100% blocked. She further indicated that two months after the stents were implanted she had a "serious bleedout of 5 pints of blood and had to have an emergency transfusion". She said a recent stress test showed blockage from scar tissue. She also stated that "they were put in with angioplasty balloon and did not deploy properly". Attempts to contact the pt were unsuccessful. Follow-up with a nurse at the physician's office indicated that no complications were encountered involving the stents; however, the stents were placed due to a dissection that occurred when an unk MFR's guide catheter was inserted. The pt also had not been seen in follow-up post procedure as required. The pt had requested medical records and has not been seen at the clinic since. No further info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical tending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.